Event description:
It as reported that an intraocular lens (iol) haptic malfunctioned. There was no adverse event that occurred. The suspect lens is not being returned. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not removed. Device evaluated by MFR: the device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.